Manufacturer narrative:
Visual inspection performed at customer quality (cq) confirmed the condition of device breakage. The device has broken at the most proximal thread form of the distal threaded tip. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. The relevant drawings were reviewed during the investigation and no design issues were noted. No dimensional inspection of the relevant features, distal threads, was able to be completed due to post-manufacturing damage. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The specifications for used stainless steel material 17-4ph / 1.4542 were according astm f899/a564. The hardness test was reviewed and the measured hardness after the heat treatment process was within the specification of h 900 423 hv10 ¿ 468 hv10. Investigation conclusion: a visual inspection and document/specification review were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history records review: part: 03.010.523, lot: l800829, manufacturing site: (B)(4), release to warehouse date: 01. June 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The specifications for used stainless steel material 17-4ph / 1.4542 were according astm f899/a564. The hardness test was reviewed and the measured hardness after the heat treatment process was within the specification of h 900 423 hv10 ¿ 468 hv10.

Event description:
It was reported that (B)(6) 2019, the radiolucent insertion handle and driving cap have defective parts. It is unknown if there was surgical delay and the procedure outcome. Patient was not compromised. During the initial inspection, the device was broke at the most proximal thread form of the distal threaded tip. This report is for 1 driving cap. This is report 2 of 2 for (B)(4).